Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that her brother's blood glucose was 428 mg/dl. The customer had to change his infusion set twice in june since he suspected that there was an occlusion. Troubleshooting was declined. No products were returned or replaced.